Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed. The customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order was performed. No other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. No nonconformity report, documentation, escalation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), the surgeon realized that there was a mark in the center of the lens. He then had to remove the iol and implant another one during the same surgery. The suspect iol was disposed of in the facility.